Manufacturer narrative:
Pt age/date of birth: unknown. (B)(4). The intraocular lens was returned to the manufacturing site for investigation. Visual inspection of the return sample shows that the lens is cut in half, most probably to make the explant possible. The complaint could not be confirmed. Due to the condition of the returned lens, additional analysis was not possible. The manufacturing records were reviewed for the lens. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints revealed that no other complaints for this production order were received to date. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to impaired vision and glare disability. The explant was completed successfully and a new lens was implanted. No further information was provided.